Manufacturer narrative:
Section d4 and h4: correction manufacturer's investigation conclusion: the report of driveline silastic detaching from the controller connection could not be confirmed as no images were provided and there is no product available for investigation. The patient remains ongoing on the device and no further issues have been reported at this time. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the percutaneous cable's silastic was starting to detach from the controller connection. A clamshell repair was performed.